Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and mesh was used. Approximately two years after the initial procedure it was noted during a second procedure that the mesh had torn. The surgeon noted that patient had significantly gained weight in between the two procedures. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a paramedian and right supraumbilical hernia repair on (B)(6) 2006 and mesh was used. Approximately two years after the initial procedure, it was noted during a second procedure that the mesh had torn. The surgeon noted that patient had significantly gained weight in between the two procedures.